Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor was inserted into the upper buttocks. On (B)(6) 2024, the patient was vomiting. The reporter stated the patient's cgm was providing low readings; however, no specific cgm/bg values were provided. The patient¿s parent treated the patient with glucose gel and candy. The patient's parent decided to take the patient to the emergency room (ER). At the ER, the patient¿s cgm was reading low mg/dl and the bg meter was reading 73 mg/dl. The patient was treated with IV sodium chloride and discharged home after approximately 4 hours. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.